Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that the absence of an image display was due to a communication failure caused by a faulty cable. Besides the cable fault was caused by water immersion. The event can be prevented by following the instructions for use which state: never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to defective cable unit. Additional findings are as follows: the cable failed leak test. The investigation is ongoing and follow up with the user facility and currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the camera head was not recognized by the tower, there was no image. The issue was found during preparation before the diagnostic procedure. There were no reports of patient harm.